Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (audio bolus button damage prior tactile change with moisture) issue. The reporter alleged the audio bolus button was missing/peeling prior to being under responsive. Additionally, it was alleged there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 09/16/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/23/2016 with the following findings: during a visual inspection, the audio bolus button cover was punctured/damaged. Rust and corrosion was observed in the battery compartment. The pump would not power on. The audio bolus button response was unable to be tested due to no power to the pump. A leak test was performed and failed due to a leak in the audio bolus button. Unrelated to the original complaint, multiple hairline cracks in the battery compartment were found at the threads. The pump was opened and evidence of moisture was found on the main printed circuit board. (B)(4).